Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The force sensor error was evidenced in the event history log (ehl). The investigator was unable to replicate the force sensor test error during power up however. All of the readings for the force sensor were found to be within the required specification during testing. The customer reported product problem was confirmed on the basis of the ehl findings. The investigation concluded that the reported product fault was attributable to a user error. A user interface issue was established as the root cause. The pump underwent preventative maintenance.

Event description:
It was reported that the medfusion pump exhibited a force sensor error. This failure mode was observed during the setup of the pump. There was no patient involvement.